Event description:
Related manufacturer reference numbers: 2017865-2022-01159. It was reported that the patient presented in clinic for unrelated procedure. During procedure, it was found that the right atrial (ra) lead was stuck in the pacemaker (pm) header and unable to be disconnected. The ra lead and the pm was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of ¿lead was unable to disconnected from device¿ was not confirmed. As received, a complete lead with an extraction tool was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.